Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged a discrepant results for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The first alleged sample was tested on cobas® liat® system (s/n (B)(4)) which initially generated a positive result for sars-cov-2 and a negative result for influenza a and influenza b. The same sample was retested on a different cobas® liat® system (s/n (B)(4)) which generated a positive result for sars-cov-2 and a negative result for influenza a and influenza b. The same sample was retested again on a different cobas® liat® system (s/n (B)(4)) which yielded a negative result for all targets. The same sample was retested again on a different cobas® liat® system (s/n (B)(4)) which yielded a negative result for all targets. The second sample was tested on cobas® liat® system (s/n (B)(4)) which initially generated a positive result for sars-cov-2 and a negative result for influenza a and influenza b. The same sample was retested on a different cobas® liat® system (s/n (B)(4)) which generated a positive result for sars-cov-2 and a negative result for influenza a and influenza b. The same sample was retested again on a different cobas® liat® system (s/n (B)(4)) which yielded a negative result for all targets. The same sample was retested again on a different cobas® liat® system (s/n (B)(4)) which yielded a negative result for all targets. The third alleged sample was tested on cobas® liat® system (s/n (B)(4)) which initially generated a positive result for sars-cov-2 and a negative result for influenza a and influenza b. The same sample was retested on a different cobas® liat® system (s/n (B)(4)) which yielded a negative result for all targets. The positive results were reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Possible issue may be with sample handling. Possible causal factors may be sample processing related including the off-label collection and delay in testing. As per the method sheet, samples may be stored up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible. No curve abnormalities were seen in the instruments datasets and samples were confirmed to be true positive results. No hardware contribution to the allegation was identified and further investigation was performed which ruled out a product quality issue. (B)(4).